Event description:
It was reported that the customer had high blood glucose level (>200 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.